Manufacturer narrative:
The hakim valve was returned for evaluation: DHR - lot cklbmk, conformed to the specifications when released to stock failure analysis - the valve was visually inspected; a cut in the silicone housing just after the valve casing was noted, the x ray dot and stator are dislodged, and the spring is under the cam mechanism. The valve was dismantled and was examined under microscope at appropriate magnification: bump marks were noted in the valve casing, and corrosion was noted on the stator and the x ray dot. The cam magnets were controlled: the magnets failed. Root cause: the root cause for the issue reported by the customer is due to the dislodged stator. -the root cause for the dislodged stator noted during the investigation is due to the valve receiving a hard knock. -the root cause for the bump marks in the valve casing noted during the investigation and the damaged cam mechanism is due to the valve receiving a hard knock. -the root cause for the corrosion noted on the stator; the corrosion could not be clearly determined. Corrosion, when it arises, only arises after long term exposure to csf. The valve has been implanted for about 13 years. -the root cause for the abnormal polarization noted during the investigation, was probably caused by an exposition of a too strong magnetic field, as noted in the IFU, ¿any magnet may experience a degradation of magnetic field strength as a consequence of exposure to the significantly stronger magnet field induced in a MRI procedure. -the root cause for the ¿cut/tear in the silicone housing noted during the investigation is due to a sharp or pointed object coming into contact with the silicone housing. As noted in the IFU silicone has a low tear/cut resistance.

Event description:
N/a

Event description:
A facility reported a hakim valve was implanted in an adult patient on (B)(6) 2010. Medical staff was unable to program the valve, therefore, it was explanted and replaced on (B)(6) 2023.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.